Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tissue pad was damaged which caused an instrument failure on the generator. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 02/25/2009: information was not provided by the affiliate. Information anticipated, but unavailable at this time.